Event description:
It was reported that an ilet bionic pancreas powered on but the user could not select menu options or confirm a firmware update, consistent with an unresponsive sleep/wake interface and user interface malfunction; a replacement device was arranged and the user¿s blood glucose was reported as stable. Symptoms included no adverse physiological effects. Outcomes included no interruption in glycemic management using the user¿s existing cgm while awaiting the replacement. Investigation included customer troubleshooting instructions and arranging device return for evaluation. Investigation of this case revealed a suspected failure of the user interface/sleep-wake button component resulting in inability to navigate menus or confirm actions. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.